Event description:
When the patient sat on the table, she needed to shift herself to lie down. At that point, the cantilevered table was sprung from its attachments to the metal pedestal and dropped about 2 to 6 inches until the cantilevered end rested on the image intensifier on the c-arm. She was frightened, but unharmed. No body part struck any of the equipment and no direct contact between the table or any instrument with her body occurred. She was placed on the stretcher and returned to the preop room for recovery.the initial follow up on this event reveals that there were four screws found from the original 12 screws required to secure the top to the base (per technical/user manual). It appeared from visual inspection, that over time the screws loosened and fell off. No visible break or malfunction observed. The patient did not get harmed, did not hit the floor because the table top was stopped by the x-ray tube when it became disconnected.